Event description:
It was reported that a cartridge alarm occurred. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. No additional information was provided regarding how the bg was addressed. The customer was instructed to load a new cartridge, and the pump resumed normal operation, allowing the caller to continue insulin use.